Manufacturer narrative:
The sample probe was replaced/calibrated and deemed the likely cause for the false elevated insulin results. No contributing factors in the month prior to the complaint were identified. The service history of the (B)(6) verifies no subsequent false elevated insulin results have been reported. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a falsely elevated architect insulin result of >300 u/ml was generated for a patient sample. The customer retested the sample diluted and the result was 62.7 u/ml. The customer stated that the retest was performed after replacing and calibrating the sample probe due to multiple error messages generated. The customer retested the sample a third time and the result was 57 u/ml. The customer's normal range is 2 - 19.6 u/ml. No impact to patient management was reported.